Event description:
A surgeon reported a clinical study patient with an intraocular lens (iol) that rotated 20 degrees off axis following iol implant surgery. In a follow-up, the clinical site manager indicated a secondary procedure was performed to reposition the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).